Event description:
Pt rec'd ect approx in 1964, they had four treatments. It erased all of childhood memories. They immediately had to wear glasses where none were needed before. Pt's now near and far sighted. They have headaches, nausea, weakness on the left side of body and chest pains. Pt has had two back surgeries and a heart attack in 2005.